Event description:
Customer reports, that segments are missing during troubleshooting while using the advantage system. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.